Event description:
A nurse reported four pts with corneal and endothelial clouding when using this product. Additional info was received from the nurse, who reported swelling of the endothelium creating a small horseshoe tear in the endothelium. She stated the event has resolved. There are four medical device reports associated with this report. This report is for the fourth patient.

Manufacturer narrative:
Eval summary: 63 samples were received. Batch record review showed all testing results are within specification. A retest of the retain sample of this batch and the returned complaint sample was performed and results conform to the specifications of the tested parameters. As the product met all specifications no root cause could be determined. Three similar complaints were received from the same surgery center for this lot. Attempts were made to obtain additional info and a completed questionnaire was received on (B)(4) 2012. (B)(4).